Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be responding properly to presses. The ok button was tested and no sticking was observed. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded. The display was replaced with a test screen and the display returned to normal. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.